Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the struts beyond the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the struts beyond the wall of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section h6: patient code '2100' was used for thrombosis in device and thrombosis in inferior vena cava. Section e3: occupation: other, senior counsel, litigation continuation of section b5: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of multiple surgeries including hysterectomy and perforated diverticulitis. One day before the index procedure the patient had a repair of ventral hernia with tummy tuck. Post operatively, the patient had a pulmonary embolus and infarction, resulting in acute respiratory failure, bronchitis, pulmonary collapse and renal failure. There was also blood loss anemia noted. The patient also experienced worsening shortness of breath with chest pain and was found to be severely hypoxia, requiring 100% rebreather mask. A computed tomography (CT) scan of the chest showed bibasilar atelectasis without evidence of pulmonary embolism. The next day, she had a lower extremity doppler which confirmed a right femoral vein deep vein thrombosis (dvt). The patient had the filter placement secondary to her status post abdominal surgery with jp drainage in place with significant serosanguineous drainage. The patient initially was placed on lovenox, but had a significant drop in hematocrit, requiring blood transfusion. The inferior vena cava (ivc) filter was inserted along with a peripherally inserted central catheter (PICC) line. An inferior venocavagram was obtained, there was no evidence of thrombus in the inferior vena cava. A retrievable filter was then inserted and positioned at the l2-l3 level. The patient tolerated the procedure well and was in good condition postoperatively. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the struts beyond the wall of the ivc. Approximately three weeks after the index procedure, there was a retrieval attempt. Thrombus was noted within the device. There was considerable thrombus clot in and on the inferior vena cava although the filter remained patent and there was good flow through it into the upstream inferior vena cava. The exam was otherwise unremarkable. A doppler study at that time revealed normal flow and compressibility within the inguinal through the popliteal areas. The filter was left in place. A CT scan done approximately thirteen years after the index procedure indicate that the filter was in the mid abdominal inferior vena cava (ivc) with its superior tip at the l2-l3 vertebral level. All six filter struts appear to have extraluminal extension/perforation beyond the wall of the inferior vena cava but may still be intraluminal. There is no evidence of hemorrhage. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the inferior vena cava, blood clots, clotting, and/or occlusion of the inferior vena cava. There was an unsuccessful percutaneous removal procedure three weeks after the index procedure. The patient also experienced depression and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of multiple surgeries including hysterectomy and perforated diverticulitis. One day before the index procedure the patient had a repair of ventral hernia with tummy tuck. Post operatively, the patient had a pulmonary embolus and infarction, resulting in acute respiratory failure, bronchitis, pulmonary collapse and renal failure. There was also blood loss anemia noted. The patient also experienced worsening shortness of breath with chest pain and was found to be severely hypoxia, requiring 100% rebreather mask. A computed tomography (CT) scan of the chest showed bibasilar atelectasis without evidence of pulmonary embolism. The next day, she had a lower extremity doppler which confirmed a right femoral vein deep vein thrombosis (dvt). The patient had the filter placement secondary to her status post abdominal surgery with jp drainage in place with significant serosanguineous drainage. The patient initially was placed on lovenox, but had a significant drop in hematocrit, requiring blood transfusion. The inferior vena cava (ivc) filter was inserted along with a peripherally inserted central catheter (PICC) line. An inferior venocavagram was obtained, there was no evidence of thrombus in the inferior vena cava. A retrievable filter was then inserted and positioned at the l2-l3 level. The patient tolerated the procedure well and was in good condition postoperatively. Approximately three weeks after the index procedure, there was a retrieval attempt. Thrombus was noted within the device. There was considerable thrombus clot in and on the inferior vena cava although the filter remained patent and there was good flow through it into the upstream inferior vena cava. The exam was otherwise unremarkable. A doppler study at that time revealed normal flow and compressibility within the inguinal through the popliteal areas. The filter was left in place. The results of computed tomography (CT) scans done approximately thirteen years and one month after the index procedure indicate that the filter was in the mid abdominal inferior vena cava (ivc) with its superior tip at the l2-l3 vertebral level. All six filter struts appear to have extraluminal extension/perforation beyond the wall of the inferior vena cava but may still be intraluminal. There is no evidence of hemorrhage.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava, blood clots, clotting, and/or occlusion of the inferior vena cava. The patient became aware of the reported events thirteen years and two months after the index procedure. There was an unsuccessful percutaneous removal procedure three weeks after the index procedure. The patient also experienced depression and anxiety.